Event description:
A customer reported a cartridge alarm while the pump was in use. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support decided to send a replacement pump and provided instructions to the customer for returning the malfunctioning one. The customer was also advised on using a backup insulin pump and was informed about training available for the new pump.